Manufacturer narrative:
The technician found the brake not holding due to a non functioning brake block. The technician replaced the brake block to repair the bed.

Event description:
The account alleged the brake is rolling when set.